Event description:
Pt underwent orthopedic procedure for deep nonhealing ulcer of leg. Three hrs into case, sustained massive air embolus resulting in severe neurological deficit of right side. Air embolus would not have been anticipated with lower extremity wound. Pt had existing post polio leftsided neuro deficit. Sources of air embolism were discussed & felt that the nitrogen drill used to place screws during the operation may have caused air to be forced into a bone, leading to the air embolism. Reportedly the nitrogen exhaust was directed away from the pt at all times.